Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer thought the infusion site was the cause of the occlusion. However, as the customer declined to troubleshoot with tandem's technical support, it could not be confirmed if the site was the source of the occlusion.